Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The blood glucose level of the customer was 69 mg/dl. The customer stated that when they are priming and pressing act on pump it comes up not delivery on her pump, and then goes straight to rewind- will not exit out of the screen. The customer specified other relevant blood glucose value as 81 mg/dl. The customer was asked to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.